Event description:
It was reported that during a coronary stent procedure, the physician wsa unable to cross the lesion and felt some resistance during removal. Upon removal the stent appeared to be flared. No pt injuries or complications occurred.